Manufacturer narrative:
The device was not received for investigation. However, the video provided confirmed the report. Leakage was observed at the white stopcock joint. Previous investigation into the issue has found the root cause of the malfunction to be a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through dhf0155 to address this issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the pruitt f3 carotid shunt connection port was leaking during pre-use check. It was not used on the patient and no injury was reported. Device was discarded due to patient having a transmittable disease.